Manufacturer narrative:
A ge svc rep performed an on site investigation. The power motor relay board was reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an interlock error message. This error message will likely result in a system lock-up, shut down or prevent the system from booting up . There is no report of pt injury associated with the event.